Manufacturer narrative:
(B)(4).

Event description:
Procedure: lower lobe lobectomy: according to the reporter: the original procedure was completed and everything looked good. The pt was brought to ICU, then became hypertensive, and was given medication. The pt expired approx 30 minutes after being brought to the ICU. An autopsy was performed which noted that the staple line on the inferior surface on the pulmonary artery was still in proper "b" formation. However, the anterior row of the staple line was pulled out. Product was discarded immediately after surgery and is not available for investigation. A copy of the autopsy report, and any photographs taken during the initial surgery and autopsy have been requested.